Event description:
The pt said they used the suspect device to check their blood glucose and pt obtained a result of 180mg/dl. Pt took insulin based upon the result. Twenty minutes later pt passed out. Emergency medical technician were called and when they arrived the suspect device was used by them and a result of 89mg/dl was obtained. The emergency medical technician gave pt some mike. Pt was taken to the hosp and their blood glucose was tested at 128 and 124mg/dl. No medical treatment was provided at the hosp. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.